Event description:
A negative review of avéli was written on the realself.com online forum for plastic surgery and cosmetic procedures. The alleged patient reported that they had the avéli procedure and complained of dimples, indentations, and hard lumps on the buttocks. The individual reported a "weird shape like a bad bbl" but they did not have a bbl. Another user commented on the post "hi, I would definetly not worry. Easier said than done but honestly it looks like you need to have your doctor drain your seroma. My butt looked saggy and heavy like that too when I wasn't wearing my compression shorts. Everything is mostly healed and smooth now, my butt is still firm and I'm massaging out nodules." The original poster replied "thank you! You were right! He drained it and already looks much better. I appreciate you!" The post was removed the next day from the website.